Event description:
The battery cover was exchanged on (B)(6) 2021, as soon as the user put the audio processor on again, he experienced extreme discomfort and refused to wear the device again. Re-implantation is considered due to the hypersensitivity of electrical stimulation with the current implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient was experiencing uncomfortable sensation with the use of the implant system. In situ measurements point to a device working within specification. A re-fitting solved the reported problems and the device remains implanted and in use. This is a final report.

Event description:
The user was experiencing extreme discomfort when using the audio processor and refused to wear the device again. No pain or discomfort was experienced without use of the audioprocessor. Additional refitting was attempted on (B)(6) 2022. Since this appointment the recipient is using the audio processor successfully without any discomfort. The device stays implanted and in use.